Event description:
It was reported that the patient had severe biventricular failure with right ventricular assist device (RVAD) placement with oxygenator of time of implant. They underwent a RVAD circuit exchange on (b)(6) 2026. The patient became acutely unstable the morning of (b)(6) 2026. Dobutamine was increased, Dopamine was added, Epinephrine was started, and Florian was resumed. The patient was taken back to the operating room (OR) on (b)(6) 2026 for extracorporeal membrane oxygenation (ECMO) revision and transitioned to veno-arterial-venous (V-AV ECMO). They developed acute kidney injury (AKI) and were started on continuous renal replacement therapy (CRRT) on (b)(6) 2026. The patient also developed unsustained ventricular tachycardia (VT) on (b)(6) 2026. They were unable to use tachytherapies on the implantable cardioverter defibrillator (ICD) due to fractured RV lead. Amino blues and an infusion were started, and they were successfully cardioverted back to sinus rhythm (SR) Ultimately on (b)(6) 2026, the patient¿s family wished to transition to comfort care and the patient passed away on (b)(6) 2026. The patient passed away due to biventricular failure. The outcome was considered device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Manufacturer's Investigation Conclusion: A direct correlation between HeartMate 3 Left Ventricular Assist System (LVAS), serial number (b)(6), and the reported events and subsequent patient outcome could not conclusively be established through this evaluation.The relevant sections of the Device History Records for (b)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications.The HeartMate 3 LVAS IFU Rev. D is currently available. The current revisions of the IFU and Patient Handbook can also be found on the electronic IFU (eIFU) page of the Abbott website.Section 1 of the IFU, ¿Introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (right heart failure and renal dysfunction), cardiac arrhythmia, and death, that may be associated with the use of HeartMate 3 Left Ventricular Assist System. Section 6 of the IFU, ¿Patient Care and Management,¿ (under "Right Heart Failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and Right Ventricular Assist Device (RVAD) placement.Section 6 of the IFU (under "Ongoing Patient Assessment and Care"), includes a list of HeartMate 3 patient assessments and lists arrhythmia as a potential late postimplant complication.No further information was provided. The manufacturer is closing the file on this event.